Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, diverticulitis, bipolar disorder, depression, intermittent fever, diarrhea, vomiting, nausea, dysuria, polycystic ovarian syndrome, oesophageal operation, knee operation, normal delivery (live child), depression, anxiety, insomnia, abdominal pain, nausea, dizziness, endometriosis, uterine fibroid and left lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4641 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in removal date. As per argus: (B)(6) 2022. As per mr: (B)(6) 2022. The specimen consists of two lengths of fallopian tube, each with coiled metal wire protruding from the surgical margin of the each fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2011: there are also essure type iud wires in the adnexal regions. The uterus is anteverted. There is no other remarkable finding. There are findings consistent with recent laparoscopic changes in the epigastrium and also some deformity to the gastric. [Hysterosalpingogram] on (B)(6) 2010: coils in the fallopian tubes bilaterally. 2. A small amount of contrast extends to the proximal portion of the sight fallopian tube coil. No free intraperitoneal spillage. [Pathology test] on (B)(6) 2022: a fallopian tube, left and right fallopian tubes with essures. Fallopian tubes, bilateral, salpingectomy: complete cross-sections visualized. No pathologic abnormality. [Ultrasound scan] on (B)(6) 2022: heterogeneous uterus. Multiple fibroids, largest is posterior intramural measuring 1.7 x 1.5 x 1.4 cm. Normal color and spectral doppler flow within both ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and lab data added patients date of birth updated, product removal date event onset date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 23 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 23 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.